Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery (B)(6) of 2016 ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced systemic lupus erythematosus ("lupus"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal, systemic lupus erythematosus and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, medical device removal and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events added: feeling abnormal, medical device removal and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.